Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: voyager nc; guide wire: sion blue, wizard; guide cath: brite tip 8f; stent: 2.5 x 18 mm xience v the customer reported that the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The voyager nc, is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Resistance and inability to retract between the guide wire and the balloon catheter can occur due to, but is not limited to, condition of the guide wire, patient anatomical morphology, wire manipulation technique, contrast/blood buildup and/or lesion characteristics. In some instances, such as during manipulation where heavy torquing and/or pushing/pulling is required, the clearance between the wire and the other device can be reduced to an undesirable level and cause resistance between devices. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. The guide wire and the balloon catheter were not returned which could have aided in the investigation. Overall, a conclusive cause could not be determined for the reported inability to position/retract and there is no indication of a product quality deficiency. A review of the finished product lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the target lesion was left circumflex, vessel diameter 2.75 mm, lesion length 10mm, moderate tortuosity, mild calcification, eccentric, 100% stenosis, de novo. A non-abbott guide wire was used to cross the lesion and predilatation was performed using a trek balloon. The guide wire was changed using a micro catheter to the advance lite. A 2.5 x 18 mm xience v was deployed and additional postdilatation was performed with the 2.75 x 12 mm voyager nc, but during advancement, it got stuck with the advance lite at the guiding catheter. The devices were removed as a system. After removal of the complaint devices, a non-abbott guide wire and balloon were used to complete the procedure. There was no reported adverse patient effect. There was no additional information provided.